Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the down button of insulin pump did not always respond and had to be pressed multiple times. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that chips on battery compartment also insulin pump makes grinding noise when rewind. Customer stated that insulin pump received unexplained and random no delivery alerts. The device will be returned for analysis.